Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received numerous appropriate shocks, but the physician suspected premature battery depletion of the device. It was also noted that after the shocks, the r-waves were noted to be low on the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.